Event description:
It was reported, the subject device cable wire was damaged. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device has not been returned by the customer to date. The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d5, d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the adapter lens are chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cable was damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.